Event description:
Related manufacturer reference number: 2017865-2022-03751. It was reported that a patient presented in-clinic for a lead explant procedure. Prior examination of the patient's right ventricular (rv) lead had revealed lead fracture, and examination of the left ventricular (lv) lead revealed dislodgement. No additional malfunctions were reported. The rv lead and lv lead were explanted and replaced on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-03751. It was reported that a patient presented in-clinic for a lead explant procedure. Prior examination of the patient's right ventricular (rv) lead had revealed lead fracture, and examination of the left ventricular (lv) lead revealed dislodgement. No additional malfunctions were reported. The rv lead and lv lead were explanted and replaced on (B)(6) 2022. The patient was in unknown condition.